Event description:
The following info was provided by te cook area rep based on comments made by the user: the cook howell d.a.s.h direct access system was advanced through the endoscope. A burr was noticed on the end of the sphincterotome once it exited the distal end of the endoscope. The sphincterotome was removed from the endoscope and another device that did not have a burr was used to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our laboratory eval of the product said to be involved confirmed the report. A visual inspection of the tip under magnification confirmed a piece of the tubing was protruding from the tip. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the catheter tip can occur if the distal end of the catheter is shaped manually. This sphincterotome catheter is pre-curved and is provided with a pre-curved stylet in the distal tip of the catheter. This obviates the need for manual formation. The instructions for use contain the following comment: "note: do not apply manual pressure to tip or cutting wire of the sphincterotome to influence orientation, as this may result in damage to device." Damage to the catheter tip can also occur if the pre-curved stylet is forcefully removed. The instructions for use instruct the user to remove the device from the packaging and carefully remove the pre-curved stylet from the cannulating tip. Careful removal of the pre-curved stylet will aid in device preservation. If the handle is manipulated with the catheter in a coiled position or with the pre-curved stylet inside the cannulating tip, this could contribute to damage of the cannulating tip. The instructions for use advise the user to uncoil and straighten the sphincterotome upon removing the device from the packaging. The instructions for use contain the following comment: "note: do not exercise handle while device is coiled or pre-curved stylet is in place, as this may cause damage to sphincterotome and render it inoperable." Prior to distribution, all d.a.s.h dome tip double lumen sphincterotomes are subjected to a visual inspection to ensure device integrity. The visual inspection includes inspecting the tip for splits. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: a review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.